Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer ((B)(6)). The investigation determined that the elecsys anti-hbc ii assay performed within specifications. A review of quality control, calibration, and alarm data did not identify any issues. However, the investigation was limited as no sample material was available for further analysis. The negative percent agreement for the elecsys anti-hbc ii assay with non-hbv-infected status was 98.4% (601/611) with a 95% confidence interval of 97.0¿99.2%, indicating that false positive results can occur. A definitive conclusion regarding the discrepant results could not be determined due to insufficient information about the assay used at labcorp.

Event description:
The initial reporter alleged discrepant reactive results with the anti-hbc g2 elecsys assay on the cobas 8000 - cobas e 602 module when compared to results from a competitor assay. On (B)(6)2019, the sample was initially tested on a cobas e 801 analyzer and generated a result of 0.559 coi (reactive). On (B)(6)2019, the same sample was tested at quest diagnostics and resulted as non-reactive. On (B)(6)2019, the sample was re-tested on both the cobas e 602 module and the cobas e 801 analyzer, with both systems generating reactive results. On (B)(6)2019, the sample was tested at labcorp and resulted as non-reactive.